Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated it remained in the pre-needle plunger deployed position with blood present in the device. During testing, water was injected into the marker tube and exited the marker port without difficulty; therefore, the reported failure to achieve arterial luminal marking during the procedure could not be confirmed. The instructions for use states to prep the device by flushing the marker lumen with heparinized saline. The operator must observe the saline dripping out of the marker port; however, it was not reported if this step was completed before use. If this step in the deployment is not done correctly, the device will not mark during use and blood would only wick into the lumen. Additional use related causes are having the marker port against the artery wall, a side wall stick, low blood pressure, clot or tissue plugging marker port, and the device not being in the arterial lumen. This would account for the coagulated blood detected throughout the lumen when received. Based on the investigation findings, the probable root cause for the failure of the device to mark during use is related to incorrect technique and/or operational context in which the device was deployed. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting and positioning the device into the vessel, arterial luminal marking could not be confirmed because the expected continuous drip of blood was not evident from the marker lumen. The device was removed over a guide wire, reflushed, reinserted into the vessel, but a continuous drip of blood to indicate arterial luminal marking could not be confirmed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.